Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -12.00/+1.5/129 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting and elevated intraocular pressure (iop) (steroid responder). The lens was replaced with a shorter lens and the problem was resolved. Post-op, the patient is doing well and feels good. The iop is good. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).